Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since the device was not returned at the time of this report. Verification of failure mode reported in the current manufacturing process was conducted as follows: 1,040 samples were taken from the current production. The cuff from the samples were inflated and left for four hours. After this time samples were checked to verify if any leak was present. All samples were still fully inflated. The defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on this information. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "the balloon was balloon squashed, it was impossible to inflate." Alleged issue reported as noted prior to use on a patient, during pretest. Customer reported there were no injury or consequences for the patient. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10114 et tube, cf, 7.0 for investigation. The returned et tube was visually examined with and witho ut magnification. Visual examination of the returned sample revealed that the valve on the pilot balloon is damaged. The valve was pressed inward so that nothing could be connected to the valve to inflate the device. No other defects or anomalies were observed. The instructions for use (IFU) for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The reported complaint of "balloon inflation impossible" was confirmed based upon the sample received. The valve on the pilot balloon was damaged which prevented the device from being able to be inflated since a syringe was unable to connect to the valve. A device history record review was performed with no evidence to suggest a manufacturing related cause. (Con't) other remarks: all et tubes are 100% inspected for inflation and deflation at manufacturing by inflating the cuffs and allowing them to remain infl ated for four hours prior to being deflated. It is unlikely that this damage was present before it left the manufacturing site. However, it could not be determined how or when the pilot balloon valve got damaged once it left the manufacturing site. Therefore, the root cause of this complaint cannot be determined.

Event description:
Customer complaint alleges "the balloon was balloon squashed, it was impossible to inflate." Alleged issue reported as noted prior to use on a patient, during pretest. Customer reported there were no injury or consequences for the patient. Patient condition reported as "fine".